Manufacturer narrative:
The alb2 reagent lot number was 68951501 with an expiration date of 29-feb-2024. The ua2 reagent lot number was 67565601 with an expiration date of 30-nov-2023. Calibration for both reagents was last performed on 10-jul-2023 with acceptable results. Qc was acceptable. "Abnormal aspiration" sample errors were observed on the alarm trace data. These are indicators of possible poor sample quality. The field service engineer (fse) found dripping from a vacuum nozzle at the rinse mechanism. The fse replaced the vacuum tubing to the rinse mechanism as well as sample probes, syringe seals, cuvettes, the photometer lamp and the rinse mechanism squeegees. The cell rinse level was adjusted and the sample probes and reagent probes were realigned. Mechanism checks and precision testing was acceptable. The customer performed a cell blank measurement, calibration and qc successfully. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for either alb2 albumin gen.2 (alb2) or uric acid ver.2 (ua2) on a cobas 8000 c 702 module. Patient 1 initial alb2 result was 69.82 g/l. The repeat result was 45.22 g/l. Patient 2 initial alb2 result was 58.86 g/l. The repeat result was 43.06 g/l. Patient 3 initial ua2 result was 614.1 umol/l. The repeat result was 65.4 umol/l. The questionable results were not reported outside of the laboratory.